Manufacturer narrative:
D4: unique identifier (UDI) #: lot number UDI is unknown should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink/continu-flo solution set had a separation issue. This issue was further described as, ¿the tubing connected to distal end of the bottom y-site came completely apart¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.